Manufacturer narrative:
Date of event: event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient¿s old device had quit and just stopped working. The patient stated it was not because of battery depletion and said that their representative told them that the unit was completely outdated, and the implant just died and it was replaced. The patient mentioned that they knew not to put settings too high because back when they put it at 2.5 but didn¿t clarify what that meant. No patient symptoms were reported. No further complications were reported.